Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months was reviewed. The item was previously returned for service on (B)(6)-2013 due to the unit does not function. A service request for this item was called in on (B)(6)-2013 for device cuts out in use while foot pedal sounds like its dragging down. There are possible relevant issues identified in the service history review, but no conclusion can be drawn. (B)(6). Placeholder.

Event description:
Facility reported: the electric pen drive cuts out during use with foot pedal and sounds like it is dragging down. There was no patient involvement reported. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation coordinated by synthes (B)(4). The customers complaint that the device cuts out during use with foot pedal and the sound of dragging down could not be confirmed. The device was tested and the complaint was not duplicated. Placeholder.